Manufacturer narrative:
(B)(4) it was reported that on (B)(6) 2015 the patient¿s bag was cloudy. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The suspected peritonitis was manifested by cloudy pd effluent and "has been feeling sick" (not further specified). The patient was not hospitalized for the event. Treatment for and the outcome of the suspected peritonitis event were not reported. It was not reported if the patient was diagnosed with peritonitis or if pd therapy was ongoing. No additional information is available.